Manufacturer narrative:
The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
The diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the left circumflex artery (lcx). Three low-speed antegrade treatments were performed for fifteen seconds, twenty-five seconds and thirty seconds. Grade 3 flow in thrombolysis in myocardial infarction (timi) was observed. Two low-speed retrograde treatments for fifteen seconds and twenty seconds followed. The viperwire coronary guide wire with flex tip was exchanged with a non-csi guide wire for optical coherence tomography (oct). The guide wire was advanced to the distal lcx. Angiographic imaging showed minimal perforation in the distal lcx. No medical intervention was needed to resolve the minimal perforation. The patient was hemodynamically stable and was admitted to the cardiovascular care unit (cvcu) for observation. According to the physician, during viperwire exchange with the non-csi workhorse wire the viperwire went too distal in the lesion and caused the perforation. The patient was discharged.